Manufacturer narrative:
Device evaluated by manufacturer, additional information: analysis of the implanted device is not required for the reported event as it would not provide any additional relevant information.

Event description:
A medical assistant sent an email to a cyberonics employee stating the patient was scheduled for a surgery to revise the incision site and possibly explant the device. This was due to swelling at the generator site from a recent surgery. At the surgery, the surgeon repositioned the lead and took cultures to determine if the site was infected. The cultures came back positive meaning the site had become infected, resulting in the physician explanting both the lead and generator. A review of the manufacturing records showed that both the lead and the generator were sterilized prior to distribution. No additional information has been received to date.